Event description:
Legal claim received alleging that the patient suffers from pain, stiffness, discomfort, and difficulty ambulating. Also alleged is excessive levels of chromium and cobalt. Update 09/24/13 - plaintiff¿s preliminary disclosure form was received, which identified dob, part/lot and side information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec'd - 11/10/2014 sales rep reported revision. Patient revised to address pain. The stem and sleeve are being added to the complaint for elevated metal ion levels. This complaint was updated on 12/4/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable.   Depuy synthes has been informed that the catalog number and lot number is not available.